Event description:
Additional information was provided on 12/19/2023 where the arthrex subsidiary employee stated that this event occurred during an arcr procedure. An ar-1927pb was used to prepare the bone socket for insertion. The patient had a hard bone quality. All fragments were removed from the patient.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/14/2023, it was reported by an arthrex subsidiary employee via e-mail that an ar-1927bct-475 suture anchor cracked. This occurred during a case, while inserting the anchor it cracked. The case was completed using a new product.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.